Manufacturer narrative:
Maquet (B)(4) became aware of an incident with surgical light volista standop device. It was stated that during procedure, customer wanted to manipulate the light and the sterilizable handle came out from the central support. No one was injured in the result of this event. It was established that when the event occurred, the light-head did not meet its specification and it contributed to event. In the time when the event occurred the device was being used for the patient treatment. During the investigation it was found that the reported scenario has never lead to serious injury or worse. The root cause analysis confirmed that the malfunction of the central support can occur as a results of two factors: excessive tightening of screws during mounting of the handle support during installation or when the camera is removed and reinstalled at the customer site. To prevent any other similar incident we have addressed this issue with a field action (B)(4) in us market.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided after investigation result.

Event description:
On (B)(6) maquet (B)(4) became aware of an incident with the surgical light device branded volista. It was stated that the handle on the cupola was broken there was no information provided about the possible patient involvement and the circumstances of the discovery. The issue is being investigated. The follow up report will be provided upon conclusions from the investigation. (B)(4).